Event description:
It was reported that a surgeon performed a l4-l5 posterior lumbar fusion procedure on the patient on (B)(6) 2013. The surgeon used synthes universal spine system duel opening (uss do) pedicle screws and competitor¿s transforaminal posterior lumbar interbody fusion (t-plif) allograft for interbody fusion. During an office visit the patient complained of back pain. The surgeon assessed that the patient had a nonunion at the l4-l5 based on a CT scan on an unknown date. On (B)(6) 2014 surgeon performed a l4-l5 anterior lumbar interbody fusion (alif) to address the nonunion. The surgeon cleaned out the l4-l5 disc space and removed the competitor¿s t-plif spacer. The surgeon burred down the disc space to smooth out the end plates. The surgeon revised the patient to a competitor¿s fra 13mm allograft spacer. There was no revision to the (uss do) posterior hardware, also there is no planned surgery to revise hardware at this time. The procedure was successfully completed. This report is 5 of 14 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Exact weight: (B)(6). Date of event is unknown. (B)(4). Devices not explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.